Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns study patient had presented chest infection. The infection debuted on (B)(6) 2015 and it resolved on (B)(6) 2015. It was reported that the infection was suspected to be related to implant surgery. The infection was treated with clarithromycin 500mg, three times a day for 7 days and prednisolone 20 mg, reducing by 5 mg every 2 days. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided an incorrect event description.

Event description:
It was reported that the vns study patient had presented chest infection. The infection debuted on (B)(6) 2015 and it resolved on (B)(6) 2015. It was reported that the infection was suspected to be related to implant surgery. The infection was treated with clarithromycin 500mg, three times a day for 7 days. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.further information was later received indicting that the infection was not related to vns stimulation or vns implant surgery.